Event description:
The customer reported to olympus that the insufflator had an led lighting problem on the front panel during inspection for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported failure was due to a front panel led failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note - section e1 shortened from: (B)(6) hospital to: (B)(6) hospital, due to character restrictions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. The probable cause was determined as due to lighting failure of front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.